Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during interrogation, multiple rv noise episodes were stored in the ICD. The noise was attributed to myopotential oversensing. In addition, sensing had decreased and pacing threshold had increased. X-ray images revealed the lead was damaged at the sleeve. The patient stated receiving an inappropriate shock; however, there were no stored episodes in the device. Subsequently, the patient's entire system was explanted.